Event description:
It was reported that the ends of two monarch bending arm assemblies broke off from the instruments during usage. The broken sections were retrieved from surgical site with no adverse consequences and no significant delay. The instruments were discarded by the customer. See mfg medwatch report no. 1526439-2013-18035, for the other monarch bending arm assembly that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
Visual inspection of the modified 5.5 rod bender set, product code 6983-26-474, lot no: g0407, found on the right hand side bender that both distal tips broke off. The broken pieces were not returned for evaluation. Significant material deformation was also observed in the area where the rod contacts the bender on both arms. On the left hand side bender: the distal tip broken on angulated arm section. The broken piece was not returned for evaluation. Moderate material deformation was also observed in the area where the rod contacts the bender on both arms. Review of the device history record identified that the lot was released to stock on 5/7/07 with a quantity of 1 set; no discrepancies were noted during the release of this set. As such, a review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the modified 5.5 rod benders found no emerging trends. The root cause is unknown. However, the two instruments in the set were most likely subjected to a higher than anticipated stress during the aggressive bending of the cobalt chrome rods. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. Breakage did not occur during a surgical procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the ends of two separate monarch bending arm assemblies, both catalog number 277030050 and filed on mfg medwatch report numbers 1526439-2013-18035 and 1526439-2013-18036, broke off from the instruments during usage. It was reported that the broken sections were retrieved from the surgical site with no adverse consequences to the patient and no delay. It was also reported that the instruments were discarded by the customer. However, corrected event information has been received the sales representative. The left and right hand benders are from one set, catalog number 698326474, lot g0407. It is reported that the benders broke when bending cobalt chrome rods aggressively in a demonstration lab. The benders were not being used in surgery at the time of breakage. The set containing the two instruments was returned for evaluation.